Event description:
It was reported that during a percutaneous drug eluting stenting treatment procedure, coating sheared off a guidewire. The 80% stenosed de novo lesion was located in a moderately calcified and severely tortuous left circumflex artery. The physician wired the lesion with both a pt graphix guidewire and a non bsc guidewire. When the physician attempted to remove the pt graphix guidewire from the pt, the wire became "wrapped," there was removal difficulty and the coating on the wire to shear off in the y adapter. The lesion was predilated with both a 2.5 mm apex balloon and 3.5 mm quantum maverick balloon. The physician attempted to cross the lesion with a 2.5 x 18 mm promus stent, but could not cross the lesion. When the physician removed the device from the pt, the stent was seen under fluoro in the left circumflex artery. A snare was used to remove the stent and the procedure was completed at that time. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).